Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was no longer functional. The customer's blood glucose was 170 mg/dl. Customer has been treating their blood glucose with manual injections. The customer also stated their insulin pump's screen was blank. It was also found several battery replacements could not resolve the blank display. It was also found the customer had a off no power alert. The customer did not receive a low battery alert prior to the off no power alert. It was also found this was the second occurrence of a off no power alert. The customer's insulin pump will be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with no unexpected off no power and currents are within specification. The insulin pump has minor scratched lcd window, cracked case near the display window corners, battery tube threads cracked and cracked reservoir tube lip.